Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and high pacing impedance. The lv lead was capped on (B)(6) 2026. The patient was in stable condition with no adverse events.